Event description:
It was reported that the patient underwent a revision procedure to explant the spacer due to the space being too stenotic and the physician being unable to get the spacer as ventral as they would have liked. The physician also noted that the explant procedure was due to the instability of the patients spine. The spacer was removed with no issues and the patient was doing well postoperatively.